Event description:
It was reported by service report that when the brake's buttons are pressed, the bed won't brake. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken brake release.